Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast surgery with an unspecified mentor saline breast implant and experienced right-sided ruptured postoperatively. The patient had a consultation with a healthcare professional. At the time of this report, mentor has received no information regarding an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On jul 19, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information was received with the device indicating the date of explantation was (B)(6) 2022. Manufacturer¿s reference number: (B)(4) on (B)(6) 2022, it was noticed the date of implantation was incorrect in the previous report. The correct date of implantation is (B)(6) 2007.

Manufacturer narrative:
On jun 23, 2022, additional information was received indicating the patient underwent device removal on (B)(6) 2022. The patient also reportedly experienced capsular contracture baker grade unknown on the left side. The replacement devices were identified as mentor saline breast implants (serial numbers (B)(6)). This report is for the right breast prosthesis. The devices were identified as saline mentor smooth round high profile 310cc breast implants, catalog number 3503310, lot number 5667364. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm hps dv 310cc breast implant. Leak testing was performed, in accordance with mentor procedures, and a tear was noted on the anterior view measuring less than 0.1 cm. A microscopic examination was performed and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).